Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the cell dyn sapphire analyzer generated incorrect low platelet results for one pt. The plt(o) was 19,000/ul and the plt (I) was 22,000/ul. The previous day the pt had been running around 200,000/ul. A platelet transfusion was given to the pt based on the low results. The pt was tested the day after the transfusion with the following results: plt(o)=232,000/ul and plt(I)=247,000/ul.